Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a heavily superficial femoral artery. A non-abbott support catheter over the 300cm hi-torque (ht) command 18 guide wire became stuck, preventing both advancement and withdrawal. When attempting to separate them, the non-abbott support catheter broke into multiple pieces. The non-abbott catheter and ht command 18 guidewire were removed as a single unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequently after the initial report had already been filed, device analysis observed the polymer coating was separated at two locations and the distal end of the polymer coating was torn at multiple locations. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove were able to be confirmed. The polymer coating was separated at two locations. The first separation was located 7.4cm from the distal tip of the guidewire. The polymer material was folded over itself at both ends of the noted separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction with the non-abbott catheter due to a coagulation of blood/contrast on the guide wire and/or interaction with the heavily superficial anatomy resulted in the reported difficult to advance and the reported difficult to remove. Manipulation of the compromised device resulted in the noted multiple device damages (multiple distal core bends, multiple proximal end bends, separated polymer coating was at two locations, polymer material folded/bunched/torn) thus further contributing to the reported difficult to advance and the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.